Event description:
Needle unable to obtain specimen during breast biopsy procedure. Needle also unable to lavage or aspirate. No error message or warning from brevera. Needle was rehomed and tested again, no errors--attempted biopsy again, no success.